Event description:
It was reported that the rv lead which was implanted on (B)(6) 2017 was observed to be beyond shelf life. The patient did not experience any adverse consequence. The lead remain implanted and won't be explanted. The patient was stable.